Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-may-2019 with the following findings: during investigation, the display lens was found scratched. Unrelated to the original complaint, the pump powered up to a dim and pink display. The battery compartment was cracked from the top. The pump cover was removed to find no evidence of moisture or damage inside. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display screen was cracked and there were bubbles underneath it. The patient could not see anything because of this issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.